Event description:
Per the clinic, the patient experienced a migration of the receiver-stimulator and subsequently was placed under general anesthesia on (B)(6) 2023 in order to reposition the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 06, 2023.